Event description:
As reported, the promus rx 2.25 x 8 mm stent dislodged in the diagonal as the physician was advancing the stent over the lesion, which was 90% stenosed and very calcific. The patient required the intervention of the stent to be inflated over the lesion with a non-abbott 1.25 catheter and a non-abbott 2.0 x 8 mm catheter. The stent was dilated to the desired diameter successfully. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the lesion, accessory devices, and/or previously implanted stents. The patient anatomy was heavily calcified, which likely contributed to the reported difficulties, as there was no damage noted to the stent prior to use which may suggest that a product deficiency did not contribute to the difficulties experienced during the procedure. It is likely that the stent caught on the calcified lesion, damaging the struts, resulting in the stent moving on the balloon, and further manipulation during advancement would have contributed to the stent ultimately dislodging; however, this could not be confirmed and a conclusive cause could not be determined. A search of the lot history record was performed for the reported lot and indicated no non conforming material records. Also, a search of the complaint database indicated no related incidents. There is no indication of a lot specific product quality deficiency. To ensure this is not the result of a manufacturing deficiency, all stent delivery systems are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.